Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colon resection, the device was stuck and failed to fire. Another reload was used to complete the case. The handle did not have a problem with other reloads used. There was no patient injury.